Event description:
As reported by the study, this patient had a thrombotic event within six months of percutaneous coronary intervention (pci).

Manufacturer narrative:
This patient presented to the cardiac catherization unit of unspecified reasons and 2-vessel disease was found. A staged procedure was scheduled. Pre-procedure medications included aspirin, clopidogrel, statins and beta-blockers. Intra-procedure medications included aspirin, clopidogrel and unfractionated heparin. Pre-procedure cardiac enzymes were within normal limits. Pci was first performed on a 60% de novo lesion in the mid left anterior descending artery (lad) of 10mm in length in a 2.5mm vessel diameter at a bifurcation requiring double guidewires. The (b2) concentric lesion was characterized with a smooth contour, had little to no calcification and thrombus was absent. Direct stenting was performed with a 2.5x13mm cypher select plus stent at 14 atmospheres (atm). Final kissing balloon technique was done with a 2.5x9mm balloon at 12 atm. During this procedure a small caliber dissection of the side branch occurred. It was not stented and timi iii flow was maintained. Post-procedure medications included aspirin 100mg/day, clopidogrel, statins and beta-blockers, post-procedure ck was 2 times above upper normal limits (unl) at the first draw and 3 times unl on the second check. Troponin was also greater than 5 times above the upper normal limits during both checks. Ck-mb was within normal limits. The second part of the procedure took place approximately one month later. Pci was done on a totally occluded lesion in the 1st diagonal at a bifurcation to the mid lad by t-stenting with a taxus stent. This was considered a non target revascularization. There were no procedural complications. At the one-month follow-up, all medications remained the same and the patient was asymptomatic. At the six-month follow-up, all medications remained the same. A coronary stent thrombosis was noted with coronary angiography followed by re-pci. It is unclear which of the two stents were implicated in the event. Details of this event have been requested but have not been forthcoming at this time. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. Additional information received will be submitted within 30 days upon receipt.